Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on 5 jul 2022. During examination, it was noted that there was noise on the right atrial (ra) lead which caused oversensing. No programming changes were made. There were no adverse consequences to the patient.